Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to an unknown product performance anomaly. In addition, the patient experienced infection. As a result, this device was explanted and successfully replaced. No additional adverse patient effects were reported. At this time, this device has not been returned to boston scientific.